Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection found no anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was then removed and replaced. The patient was in stable condition.